Event description:
The pt's pump was explanted due to infection. Following the explant, the pt had spinal pain. It was noted that the pt had mental health problems and was on a variety of medications. F/u with the pt's physician was recommended. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).